Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be oversensing noise. No changes have been made and the crt-d remains in service. No adverse patient effects were reported.